Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted concurrently with bso, lysis of adhesions, davinci laparoscopic sacral colpopexy, anterior and posterior repairs, enterocele repair, cystoscopy, due to sui, vaginal vault prolapse, cystocele, rectocele, enterocele, pelvic adhesions. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation and bleeding. It was reported that patient underwent mesh removal and cystoscopy on (B)(6) 2011 due to extruded vaginal mesh.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient underwent a previous procedure on 03/09/2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.